Event description:
During a coronary drug eluting stenting treatment procedure, the balloon ruptured, the physician encountered difficulty retrieving the balloon and a dissection occurred. The physician obtained access through the lefr femoral artery and the right femoral artery. The non calcified, non tortuous, 100% stenosed lesion in the mid rca was predilated with a 1.5x20mm ranger balloon inflated twice to 10 atm's for 16 and 13 seconds. It was given predialted with a 2.5x20mm maverick balloon inflated to 10 atm's for 10 seconds. The physician then positioned the taxus express2 3.0x32mm drug eluting stent in the mid rca without difficulty. The stent balloon was inflated to 5 atm's for 3 seconds when it ruptured resulting in a partial deployment of the stent. The physician made multiple attempts to remove the ruptured balloon, but "it was trapped by the partially deployed stent." Another guidewire was inserted to redilate the stent, "but it entered the mid portions of the stent through the struts and the physician ended up dilating through the cell. Balloon dilation ended up crushing the proximal half of the taxus stent." The stent balloon was forcefully withdrawn. The balloon did not break off completely and it was retrieved successfully. "The maneuvers caused extensive dissection of the proximal vessel." The dissection was predialted numerous times with two maverick balloons, 2.0x20mm and 3.0x20mm. The physician then placed three liberte' stents, 3.0x12, 3.5x12, and 3.5x20, to repair the dissection. The stents fully dilated the vessel without any difficulty. It was also reported that the pt went into ventricuar tachycardia prior to the taxus stent being deployed. This was not related to the taxus stent. The pt was cardioverted out of this rhythm. The pt received heparin, integrilin, versed and intra coronary nitroglycerin during the procedure. The pt's status at the end of the procedure was "fine". No pt complications were reported.